Event description:
After an implantation period of approx. 25 months, it was reported that the pacing impedance from the left ventricular lead was too high. Furthermore, it was observed that the lv lead is unable to sense and to stimulate. The physician decided to cap it and replace it with a new one. However, the revision procedure was not successful (no new lv lead).

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the suddenly increased pacing impedance from 800ohms to greater than 3000ohms in the middle of (B)(6) 2020, followed by continuously high pacing impedance. The analysis of the provided iegm episodes revealed loss of sensing and capture in the lv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.